Event description:
Ems personnel were attending to a non diaphoretic pt, condition unk. The ems provider confirmed that the skin prep recommended by product literature had not been done prior to electrode application. External pacing was attempted, however it was reported that the electrodes would not adhere to the pt's skin, and resulted in a failure to pace. Drug therapy was administered and the pt transported to the hospital. There were no adverse effects to the pt reported as a result of the reported malfunction.